Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the remaining longevity decreased from 11.5 years to 8 years in one year time period, and then from 8 years to 7 years in a similar time period, with an increase in power consumption not as expected. According to the information provided, data from this device is going to be sent for analysis but it was a clinical decision to wait for the next patient follow up in three months to collect the data. At this time, there is no evidence to suggest that this task has been performed. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the remaining longevity decreased from 11.5 years to 8 years in one year time period, and then from 8 years to 7 years in a similar time period, with an increase in power consumption not as expected. According to the information provided, data from this device is going to be sent for analysis but it was a clinical decision to wait for the next patient follow up in three months to collect the data. At this time, there is no evidence to suggest that this task has been performed. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that the patient passed away due to reasons not related to the reported device premature battery depletion (pbd) allegation. The device remains implanted and is not expected to return for analysis.